Event description:
It was reported that the customer manually overrode a bolus and delivered 20units of insulin. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Reportedly, the customer lost consciousness and paramedics transported them to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of dextrose to address bg. Customer was discharged (B)(6)2026 with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.